Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. The touchscreen test passed. System air leak test passed. Valve actuation test passed. Teach pump test passed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler alarmed and patient awoke to a blank screen and the cycler was alarming.the patient rebooted it and the stop and ok keys lit up and it alarmed again but the screen stayed blank. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient has manual supplies and will do manuals in the absence of a cycler. A new cycler was issued. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.